Manufacturer narrative:
Establishment name: national hospital organization hirosaki general medical center the device was returned for evaluation and the customer¿s allegation was confirmed the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had bad image. Upon inspection and testing of the returned device, it was noted that the image was defective (no image due to disconnection) due to cable failure. The procedure was a hysterectomy and it was completed with a similar device. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the lack of image was attributed to a faulty cable. The cause of the faulty cable was attributed to damage at the cable boot part. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.¿ olympus will continue to monitor field performance for this device.